Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the air in line sensor was bad. Patient involvement is unknown.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 31-may-2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair at our facility. No patient involvement was indicated to me, or our technician, at the time we received the pump for service at our facility. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "bad air in line sensor" problem was duplicated. When tested in user mode, the air detector was non-functional. Visual inspection found the battery compartment to be cracked. Damage potentially caused by the customer. Replaced damaged air detector and cracked battery compartment.